Event description:
On (B)(6) 2021, in the gynecological unit, a capio polypropylene thread was used with capio slim for treatment of prolapse. During the second passage through the ligament to suspend the organs, the thread broke. The dart of the device has remained in the ligament. Use of another device with the same reference to palliate the incident. No consequence for the patient. Isolated incident. To this day the foreign body is still in the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
On (B)(6) 2021, in the gynecological unit, a capio polypropylene thread was used with capio slim for treatment of prolapse. During the second passage through the ligament to suspend the organs, the thread broke. The dart of the device has remained in the ligament. Use of another device with the same reference to palliate the incident. No consequence for the patient. Isolated incident. To this day the foreign body is still in the patient.

Manufacturer narrative:
(B)(4). No issues or discrepancies were found in the device history record of product code 833-124 / batch 74g2101014 that can be related to the failure mode reported. Refer to attachment. Inspection records for suture 158549 lot number 07f2000150 were requested from coventry (us07), no issues or discrepancies were found. A corrective action cannot be implemented at the time since the sample involved in the customer complaint was not sent for analysis. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility is not being manufactured at the time.